Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. The celect-pt filter was placed without significant tilt in what appears to be an infrarenal location, but renal veins were not appreciated. Imaging six days later demonstrate the filter with significant rightward tilt measuring approximately 20°. This results in interval development of severe tenting of the filter hook and what appears to be grade 2 interactions between at least 2 of the primary filter legs and the wall of the ivc. There are also likely grade 1 interactions between 2 secondary legs and the wall of the ivc. Although no images show both the ivc filter and the vertebral bodies to orient the exact level, the ivc filter is located several centimeters below the inflow renal veins which would suggest potential caudal movement. Imaging one month later demonstrate the caudal movement of the ivc filter by approximately 6cm as well as interval development of significant, 24°, of rightward tilt now resulting in penetration of the filter hook and proximal portion of the filter body as well as penetration by at least one of the primary filter legs. The progression to a grade 2 interaction is likely directly related to the significant tilt and the altered forces placed on the hook and the wall of the ivc. It was reported that a secondary filter leg fractured and embolized to pulmonary artery during filter retrieval approx. 2½ months after placement. This fracture fragment was successfully retrieved with a snare device. The fractured secondary leg reportedly occurred during the actual retrieval. This leg may have been more prone to fracture due to metal fatigue given the abnormal positioning of the filter, advanced degrees of penetration, and the associated abnormal forces placed on the legs under these circumstances. Without better cross-sectional imaging and more clinical information, the underlying cause of developing such severe caudal movement, significant filter tilt, as well as advanced degrees of penetration, in such a short time interval, are both indeterminate and very atypical. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a celect filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "filter out. Celect in wall with fragment in pulmonary artery." "The filter leg fractured and was outside the wall, the filter was retrieved." "Upon first attempt at retrieval the filter was tilted, with hook imbedded or through the cava wall and had migrated caudal. Was unable to be retrieved and the patient was brought back for a second retrieval with forceps." Patient outcome: unknown as information was not provided.